Event description:
During a treatment procedure to implant a greenfield vena cava filter, the filter prematurely deployed. The physician was inserting the filter through the introducer sheath. At this time the filter sprung out of the sheath and prematurely deployed in the patient's iliac vein. Per the reporter, the handle remained in the locked position and 'nothing was touched' that would have deployed the filter. The physician was able to advance a guidewire through this filter and advanced a second greenfield vena cava filter which was placed superior to the first filter. The second filter is satisfactorily placed to provide adequate protection against future embolic events. The procedure was successfully completed. The patient is reported as "fine" following the procedure; no injuries or complications were reported.